Event description:
It was reported that a few months after implant, the patient complained of a 'pinching and stabbing sensation' in the chest and back. The right ventricular (rv) lead was not capturing, and was subsequently found to have perforated the rv wall and wrapped around the left ventricle (lv). The rv lead was pulled back into the rv and repositioned on the septum. Shortly after implant, the patient complained of nausea and the patient's blood pressure dropped. A pericardial effusion was found, and the patient was given medication for the nausea. The patient's symptoms improved, so the physician elected to observe the effusion for 30-45 minutes. After that time frame, the physician elected to monitor the patient. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.